Event description:
Surgeon while performing left upper extremity av graft l subclavian vein angioplasty and stenting - the angioplasty balloon ruptured. The surgeon performed a retrieval of the broken angioplasty balloon tip with trilobed snare from the axillary vein. The ruptured balloon was retrieved. No harm to the patient.

Event description:
Surgeon while performing left upper extremity av graft l subclavian vein angioplasty and stenting - the angioplasty balloon ruptured. The surgeon performed a retrieval of the broken angioplasty balloon tip with trilobed snare from the axillary vein. The ruptured balloon was retrieved. No harm to the patient.